Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) alleging a power issue ¿ meter, not holding charge on her onetouch verio iq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue started on (B)(6) 2014 at an unspecified time. The patient stated she take pills, diet and exercise to manage her diabetes and denied taking any action in response to her regular diabetes management routine as a result of this alleged product issue. The patient stated one month after the alleged issue occurred, she experienced feeling symptoms of ¿a headache¿. The patient denied receiving any form of treatment. At the time of troubleshooting the cca noted that this was the first time the product was being used. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of a serious injury. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.